Event description:
The customer reports her daughter received a reading of 145 mg/dl on her adc meter. The daughter then developed stomach pain and vomiting, was taken to the hospital and treated for dka. A comparison reading was obtained by a health care provider which was reported as 500 mg/dl.